Event description:
It was reported that the dr used the 5 mm x 40 mm reamer to drill the transverse tunnel. It made a strange noise, but they expected it was drilling through the original implant (non stryker absorbable cross pin suspected). He pulled the reamer out and one of the three flutes broke inside the knee. A c-arm was used to locate the metal piece; it had fallen through the femoral tunnel and into the joint space. The dr used graspers to extract the metal piece and the rest of the procedure went as planned.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.